Event description:
The rptr stated that the post inside the rotator fell off. This resulted in lots of flex when attaching the syringe to the manifold causing air to be drawn in when the syringe was pulled back. No pt injury or treatment was associated with this event.